Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good. It was further reported that the balloon ruptured during the initial inflation at below rated burst pressure and the device was completely removed from the patient's body.

Manufacturer narrative:
B5 describe event or problem: updated event description.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.